Event description:
In 8/2005 presented to ER with injury to right index finger laceration and fracture to finger. Injury due to bicycle chain. Repair of laceration, spandage dressing applied, rx for p.o. Antibiotics. Two days later returned to ER with pain, swelling and discoloration of finger. Admitted to hospital same day discharged three days later required surgical irregulation and debridement of finger and IV antibiotics. Spandage looks very similar to tube gauze dressing. If applied in same manner as tube gauze becomes too tight impairing circulation.